Manufacturer narrative:
Reported event: an event regarding corrosion involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to cup malposition and corrosion at the stem-head junction was also observed intraoperatively. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients left hip was revised for cup malpositioning and fluid collection around the joint. Upon removal of the femoral head from the stem there was considerable corrosion of the trunnion visible. A new cup was positioned in the acetabulum to eliminate femoral component impingement. The corrosion was cleaned from the stem trunnion and a v-40 to c-taper adapter sleeve was used to implant a c-taper ceramic head with a mdm liner.